Manufacturer narrative:
(B)(4). Jaws. The analysis results found that device (a) was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed fourteen scissor clips. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The analysis results found that device (b) was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the returned device, no conclusion could be reached as to what may have caused the reported incident. (B)(4) empty. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a nephrectomy procedure, the first device the clips would not form on the tissue. The clips went on the vessel sideways. The clips were removed with a grasper. The second device did the same thing. A competitor's clips were used to complete the procedure. No adverse consequences reported.